Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter read inaccurately high compared to his feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that in the evening of (B)(6) 2019, the patient obtained an inaccurately high result of ¿184 mg/dl¿ on the subject meter, compared to his feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that he manages his diabetes with a combination of insulin doses (basaglar; 16 units every morning and novolog; self-adjusted, 1 unit/30g carbs) and stated that he did not take any action in response to the alleged inaccurate high reading. The patient explained that before 10.00pm, he ¿passed out and became unconscious¿. He stated that the paramedics were called, and he was taken to hospital. The patient advised the csr that when he ¿woke up¿ a blood glucose test was performed at hospital an obtained a reading of ¿25 mg/dl¿. He explained that he was then treated by a healthcare professional with glucose shots and dextrose. At the time of troubleshooting, the csr confirmed that the correct unit of measure was used at the time of testing. The csr confirmed that the patient¿s test strips had been stored correctly and were within expiry date. The patient did not have control solution to test the meter and test strips at the time of the initial call. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after obtaining an inaccurate high results obtained with the subject meter.